Event description:
As reported: when the web was attempted to be detached with the detachment controller, red light was on. Web was not detached and both web and detachment controller are replaced with new ones and the procedure was complete successfully. Patient is stable.

Manufacturer narrative:
Corrected country in section e from "china" to "south korea".

Manufacturer narrative:
Items returned for evaluation: pusher, web implant, introducer, dispenser hoop. Items not returned for evaluation: controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. However, the proximal connector was found kinked at the brown lead wire joint. The proximal connector was corrected and tested for continuity using an in-house controller and gave red lights. The delivery system resistance was measured and found to be out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing. The kinked proximal connector may have caused or contributed to the reported non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector kink, but the kink is consistent with the device experiencing forces exceeding the proximal connector's yield strength.

Event description:
As reported: when the web was attempted to be detached with the detachment controller, red light was on. Web was not detached and both web and detachment controller are replaced with new ones and the procedure was complete successfully. Patient is stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: when the web was attempted to be detached with the detachment controller, red light was on. Web was not detached and both web and detachment controller are replaced with new ones and the procedure was complete successfully. Patient is stable.